Manufacturer narrative:
The insulin pump had pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The insulin pump was received with broken battery tube threads, cracked case at corner of the belt clip rails, corroded battery tube, cracked reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, missing display window cover, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump screen was damaged. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.